Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. During bench testing the ventilator failed all tidal volume test from ltv final test with readings above the maximum specification. Internal inspection of the ventilator revealed the bypass valve inside the turbine was stuck. Carefusion cleaned and reseated bypass valve to correct the reported issue and the ventilator passed all tidal volume test.

Event description:
It was reported by the customer that the unit had high exhaled volume readings. It was also reported that there was no patient involvement associated with this complaint.